Event description:
It has been reported to philips that the geometry movements were partially unavailable. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry pc table movements were partially available. Review of the log file didn't confirm the reported malfunction. The system was rebooted several times and the software was updated twice, but the issue persisted. The fse checked the system and confirmed that the issue was with the geo pc which had impacted the table movements. The failure analysis of the geo pc showed inconclusive evidence of the reported failure. However, the fse replaced the geometry pc and performed the necessary settings which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.